Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screwdriver was defective when screwing in the screws. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed the driver had twisted and fractured. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Investigation results concluded the most likely root cause of the event is related to plastic deformation as a result of the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the screwdriver twisted and fractured while inserting screws during the procedure. Another driver was utilized to complete the procedure. Attempts have been made and additional information on the reported event is unavailable.